Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Customer checking stock and found different product within packaging labelled as this rpn.

Manufacturer narrative:
Da MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Reference (B)(4)., rev.011, section 3.1.2. ¿flaps present on stent which do not require flaps.¿ - overall risk assessed as category iii (no risk). No reporting malfunction precedence exists for this complaint event for this product family. No risk/ low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Several requests were made regarding the status of the device being returned or not but confirmation of this was not available, if it is received at a later date then the investigation will be updated accordingly. Manufacturing records: prior to distribution, all spsos-5-5 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for spsos-5-5 device of lot number c2117563 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the spsos-5-5 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there is any manufacturing issues associated with lot number c2117563. The mtm is required to ¿complete a 100% visual inspection of a unit while held at a comfortable arm¿s length from the unaided eye at normal lighting conditions for all units in a reasonable amount of time.¿ instructions for use and label: the notes section of the instructions for use (ifu0055), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0055). Image review: a photo was received which revealed a single pigtail stent containing a flap on it within the packaging. Root cause analysis: a definitive root cause could be attributed to a manufacturing-related issue. Nc24-003 was initiated to investigate this non-conformance where it was identified that a primary root cause was due to a lack of clear procedural structure to inform manufacturing operators about which steps are applicable and/or not applicable to the spsos/spsof products. Additionally, there is a lack of visual aids to distinguish the unique product characteristics between the spsof and spsos rpns within the prd and fqc procedures. These could have contributed to perform the flap cutting process on the spsos rpn¿s. A secondary root cause was attributed to the line clearance not being followed in production and finished quality control before the start of the work order. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured prior to the ncr being initiated on 15 jan 2024. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: a non-conformance (nc24-003) was opened to address this issue. Summary of investigation: according to the customer, customer checking stock and found different product within packaging labelled as this rpn. Confirmed quantity of 1 device, confirmed unused. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could be attributed to a manufacturing-related issue. Nc24-003 was initiated to investigate this non-conformance where it was identified that a primary root cause was due to a lack of clear procedural structure to inform manufacturing operators about which steps are applicable and/or not applicable to the spsos/spsof products. Additionally, there is a lack of visual aids to distinguish the unique product characteristics between the spsof and spsos rpns within the prd and fqc procedures. These could have contributed to perform the flap cutting process on the spsos rpn¿s. A secondary root cause was attributed to the line clearance not being followed in production and finished quality control before the start of the work order. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured prior to the ncr being initiated on 15 jan 2024.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 18-oct-2024 as the complaint no longer meets the description of a reportable incident. "No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur."